Manufacturer narrative:
(B)(4). The customer returned one s-lumen PICC for investigation. Evidence of use was observed. The catheter appeared intentionally cut. Visual inspection revealed the distal extension line contained a small hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. Using a ruler, the catheter body length measured 12.5", which is not within the specifications of 21.716-21.904" per the catheter product drawing. This indicates that at least 9.216" of the catheter was cut and not returned for analysis. Using a micrometer, the distal extension line outer diameter (od) measured 0.09449", which is within the specifications of 0.093"-0.097" per distal extension line product drawing. Using pin gauges, the distal extension line outer diameter (od) measured 0.058", which is within the specifications of 0.055" -0.059" per distal extension line product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in distal line. A device history record review was performed, and the following findings were identified: for material eb-01451-015, no relevant findings were identified. For material c-15802-005b, further investigation was initiated for several batches regarding an extension line leak during use. In summary, the complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. Further investigation has been initiated.

Event description:
It was reported on 17sept2022 that following the injection of an antibiotic infusion in the PICC line, a small leak at the level of the juncture hub was observed, at the level of the pink hub. There was no issue before insertion, the venous flow back and flush was normal. The patient's consequence was a loss of infusion product, and the removal of the PICC line.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022 that following the injection of an antibiotic infusion in the PICC line, a small leak at the level of the juncture hub was observed, at the level of the pink hub. There was no issue before insertion, the venous flow back and flush was normal. The patient's consequence was a loss of infusion product, and the removal of the PICC line.